Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens implant procedure, the patient experienced extreme glare, halos, and dark patches in vision. The iol was exchanged in a secondary procedure. Additional information was provided by the initial reporter that the patient was seeing the concentric rings when light shone on them. The patient was calling this halos. The initial iol was replaced by a different model iol, but the same diopter.